Event description:
Following a left heart cardiac catheterization, the physician was closing and the closure device failed. The balloon ruptured and the physician was unable to remove the wire from the right femoral artery. The manufacturer representative was called and gave instructions for removal. The physician advanced the dilator and removed the wire and balloon intact. A 6 french sheath was advanced. Angiography was performed on the right femoral artery and it was intact. The sheath was removed and manual compression was applied. There was no apparent patient harm.